Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection. It was found that one of the splines in the distal cage was still inverted. Subsequently, flushing of the device through the irrigation line was tested. Flushing was functional in undeployed and backet state, but not functional in flower state. Dissection of the device revealed some kinking of the flush lumen, which likely caused the flushing issue. Based on all the available information the manufacturing deficiency conclusion code was selected for the flushing difficulties.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. During ablation of the second vein, the catheter irrigation was less than expected in flower mode. The procedure was stopped and the device was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. During ablation of the second vein, the catheter irrigation was less than expected in flower mode. The procedure was stopped and the device was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.